Event description:
The clinician reports the implant failed upon insertion due to a inadequate torque in ada site 7. The implant will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports the implant failed upon insertion due to a inadequate torque in ada site 7. The implant will be forwarded to the manufacturer for investigation. There were no reported complications.